Event description:
Report received indicated that during a percutaneous transluminal angioplasty to the iliac artery, there was difficulty in retrieving the stent delivery system (sds) from pt and tip separation occurred. The delivery system appeared normal during inspection. An ipsilateral retrograde approach to the iliac artery was made from the femoral artery. It is not known if the vessel was calcified; however, there was moderate tortuosity and 100% stenosis. The lesion was predilated. The sds was advanced to the lesion and the stent was successfully deployed. There was no resistance during the advancement of the delivery system. The sds was retrieved with difficulty post stent placement and only after device was out of the body that the tip was noticed separated in the pt. Subsequently, a goose catheter was introduced in the vessel snaring the sds tip into the sheath introducer and removing both units as one without any adverse consequence to the pt. This product has been returned for evaluation and testing; however, the failure analysis report is not yet complete. Additional information will be sent within 30 days upon receipt.

Manufacturer narrative:
Ni